Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 (mg/dl). Reportedly, the customer's health care provider adjusted the pump settings prior to reported event. Customer consumed glucose tablets to treat low bg level. Recommendation was made to discuss diabetes management with health care provider.